Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr resurfacing- left, reason(s) for revision: unknown. Update 6june2017: additional information received from (B)(6), that reason(s)for revision: pain. This complaint is updated on june 22, 2017.

Manufacturer narrative:
Asr revision: asr resurfacing- left, reason(s) for revision: unknown. Update july 25, 2017: additional information received from surgeon confirmation form (translated into english). Reason(s) for revision: area of proximal periprosthetic bone resorption. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.